Manufacturer narrative:
Initial reporter¿s phone number extension: ext: (B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the trauma recon system handpiece device ¿failed to drill in reverse¿. The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. No injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: information was omitted from initial report: the assignable root cause was determined to be due mechanical component or electrical control unit (ecu) failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.